Manufacturer narrative:
Philips service replaced the power inverter unit, high voltage unit, and tube, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the tube anode and high voltage unit failure caused imaging restriction on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.